Manufacturer narrative:
Occupation: director of surgical services. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an interventional procedure of the right leg, a flexor ansel guiding sheath unraveled and separated upon removal of the device. Access was obtained in the left common femoral artery for a contralateral approach. An unspecified amplatz wire guide and cxi crossing catheter were also used during the procedure. The anatomy was reportedly tortuous, although "not abnormal". At the end of the case, the user attempted to remove the sheath over the wire guide in order to place a closure device; however, resistance was encountered and the device began to unravel. The user attempted to reinsert the dilator; however the device continued to unravel. Sharp edges were not reported. The entire sheath was removed from the patient, who is reportedly "okay". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
H6- evaluation method code- communication/interviews (4111). Event summary: as reported, during an interventional procedure of the right leg, a flexor ansel guiding sheath unraveled and separated upon removal of the device. Access was obtained in the left common femoral artery for a contralateral approach. An unspecified amplatz wire guide and cxi crossing catheter were also used during the procedure. The anatomy was reportedly tortuous, although "not abnormal". At the end of the case, the user attempted to remove the sheath over the wire guide in order to place a closure device; however, resistance was encountered and the device began to unravel. The user attempted to reinsert the dilator; however the device continued to unravel. Sharp edges were not reported. The entire sheath was removed from the patient, who is reportedly "okay". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The device was not returned for investigation. No physical evaluation was therefore able to be performed. Photos of the device were provided by the user facility which showed the distal end of the device. The distal tip was separated from the device. The sheath tubing was unraveled over the dilator, and there was collapsed coiling. There was no full separation. A document-based investigation evaluation was performed. No failure-related nonconformances were revealed, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. No gaps were discovered in the manufacturing instructions or quality control procedures for this device. Cook has concluded that appropriate controls are in place to address this failure mode. The device is packaged with instructions for use, which warns, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal,¿ and, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the information available, investigation has concluded that a cause for this event could not be established. A CAPA was previously initiated to further investigate this failure mode and is currently ongoing. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.